Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the his bundle lead, the high thresholds was observed. The operator tried to change the position of the lead but it was impossible to unscrew the lead from that first position. The lead was finally capped and replaced. No patient complications have been reported as a result of this event.